Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) removed and replaced due to an unspecified reason. Further information was requested and not yet received.